Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented to hospital after receiving inappropriate therapy for ventricular oversensing. Loss of capture, low sensing, and lead dislodgement were observed. It was noted that the patient had an unspecified accident one month prior. Lead was capped and replaced. The patient condition was good after the event.